Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach using a 4.5f non-bsc introducer sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm mr coyote balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a 150cm 2mm×220mm coyote mr balloon catheter. No patient complications were reported.